Event description:
Information received a smith medical cadd ms3 pump malfunctioned causing serious injury to a patient after two of her pumps displayed alarming for blocked tubing and second pump lost programing. In the report it was stated ," medication vials were dropped and broken. " patient is on the life sustaining drug remodulin 69.3 ng/kg/min. For pulmonary arterial hypertension. It was reported her infusion site was infected but not related to smiths pumps. Patient awaits in hospital for treatment and plans to return home, once healed and treated and two new ms3 pumps will replace the malfunctioned pumps.

Manufacturer narrative:
Device evaluation: investigation could not verify the reported issue. The lcd was replaced as a preventive measure. Other issues were found and repaired on the device. No problems were reported to have been found with the pump losing its program. (B)(4).